Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, the jaw did not open when pushed release button. Could not release with manual release lever. Another device was used to complete the case. There was no adverse consequence to the pt.